Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a device changeout procedure with this cardiac resynchronization therapy defibrillator (crt-d) there were greater than 2,000 ohms impedances observed with the chronic right ventricular lead. The lead was reinserted and the issue resolved. Approximately one month later this device was explanted due to a patient infection and returned for analysis. To date, there have been no adverse patient effects reported.